Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up following a recent pacemaker battery change. Upon initial interrogation, the staff were unable to obtain a lead impedance reading as the lead was un-coded to the new device. When the lead was updated, the reading showed low lead impedance. The sensing and threshold were stable. Programming changes were made and the patient would continue with regular scheduled visits.